Manufacturer narrative:
Tracking #.45308. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported during a colectomy that was performed on a 43 year old female with chrons disease. The surgeon did a side-side anastomosis and closed the final otomy with a tx60g stapler. Upon reinspection the surgeon found the staple line had bled, filling the abdomen with blood. Approximately 500cc blood loss reported. The surgeon oversewed the stapled line to complete the case. The surgeon also reported the patient's hemoglobin on 09/11/97 was 7, patient did receive an unknown amount of blood/or blood products.